Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. No product was returned for evaluation. However, two images were provided. The images show the femoral head and some fractured ceramic parts, presumably from the liner. The femoral head exhibits metallic marks on its surface. In addition, there are fractured pieces of the liner visible. It is not known whether all the fractured fragments are visible in the image. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored per complaint trending process in order to identify potential adverse trends. Based on the available information, the reported event can be confirmed a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Event description:
It was reported that a patient had a rip replacement, and subsequently, approximately 4 months post implantation underwent a revision surgery due to severe pain and sound in the hip. It was determinate that the insert was broken. The insert and metal femoral head were replaced. Due diligence is in process and no additional information on the reported event has been provided.

Manufacturer narrative:
(B)(4). D10. Biolox delta hd 12/14 36x+3.5 item# 00-8775-036-03 lot# 3189334. G2. Report source: turkey. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.